Event description:
It was reported that stent damage occurred. The 80% stenosed target lesion was located in left main (lm) and 90% stenosed was in the left circumflex (lcx) artery. After pre-dilation was performed with a 2.75x15mm balloon catheter, a 4.00 x 24 synergy drug-eluting stent (des) was advanced for treatment. However, resistance was noted and when the device was removed, the distal edge of the strut was found to be damaged. The procedure was completed with a 4.0x20mm promus premier des. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
(B)(6).